Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date the manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had an infection after a non-device related surgery. While the physician was placing the antibiotic bead, the patients leads were cut off. The patient was then added new leads after the antibiotic beads were removed. The patient was doing well postoperatively. The explanted devices were not returned.